Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred to olympus service operation repair center (sorc). Sorc checked the subject device for estimation and found following. The angulation was insufficient; the bending rubber adhesive had been cracked; the instrument channel outlet at the distal end had been shaved; the insertion tube had scratches; the remote switch 1 had air leakage. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the currently investigation result, omsc presumed that the reported phenomenon was not likely attributed to the subject device since the result of the second culture test was negative. As a possible factor, it could not deny the possibility that the dirt inside the channel could not be removed sufficiently and so on during the cleaning. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the bending section rubber was detached and the insertion section had dent. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time] suction channel and instrument channel: pseudomonas aeruginosa (70cfu). [Second time] no microbe was detected. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4, using peracetic acid. The user concluded that the subject device had no problem because no microbe was detected on second time microbiological testing. The occurrence date of the event is unknown. There was no report of infection associated with this report.